Event description:
Additional information was received from the patient. It was reported that the cause of the therapy turning off was determined to be due to scanner at the airport. The person wanded the patient multiple times at the airport. The patient spoke with their physician and they have an appointment with a urologist this week. It is working but not as well as previously. The cause of the internal data lost message was unknown. The most likely cause of this issue was due to airport wanding. The patient will discuss adding additional leads at their next appointment. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient saw a message that said data has been lost and to contact the clinician. Patient said they are traveling in europe and have been through various security checks. Patient tried to charge and saw the message that therapy is off. Reviewed message meaning. Patient was able to charge. The patient was redirected to their healthcare provider to further address the issue. Patient is in europe and will be there for a month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient's husband called as patient's urologist relocated to the orlando area, however they did go for an office visit yesterday. Caller said that this is related to situation reported about going through security devices. Caller said since then, therapy hasn't been working as well. Caller said that when stimulation was turned back on, the programming defaulted to the original 5 programs however didn't see any of the current programs. Caller said that managing physician redirected patient to contact the local representative in tampa bay to schedule reprogramming session. Email was sent to field representatives.